Manufacturer narrative:
Reason of late reporting: reporting delayed due to a system-wide computer outage. All systems were down from november 10 through november 25, 2020. Inquiry sent to emdr@FDA.hhs.gov to seek an alternate method of reporting on november 11. Response was received from a consumer safety officer on november 12, directing to submit reports once the applicable system is recovered and explain why the reports are delayed. Manufacturing site was unable to be identified because lot information was unavailable. Device evaluation was unable to conduct because the reported guide wire was not returned. Lot history records review was unable to perform because the lot information was unavailable. Every device shipped from any manufacturing site was inspected and passed release criteria; therefore, it was concluded that this product had no issues with regards to product quality. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the reported breakage of the gladius mg 14 pv guide wire. The applied stress would exceed the product design limit when movement of the guide wire was restricted by the trapping balloon. It was concluded that this event was not attributed to product quality.

Event description:
It was reported that the core of an asahi gladius mg 14 pv guide wire was fractured during a ppi to treat a heavily calcified cto in the posterior tibial artery. Non-asahi guide wire and microcatheter were delivered antegradely in attempts to cross the lesion but failed. The gladius mg 14 pv guide wire was then advanced retrogradely with an asahi corsair armet catheter. To externalize, the guide wire was delivered into a guide extension when strong resistance was met with calcified; externalization failed. A balloon was then delivered to trap the gradius mg 14 pv guide wire and the physician pulled the extension together with the gladius mg 14 pv guide wire; that manipulation made the core fracture and the coil elongate. The elongated guide wire and corsair armet were retrieved retrogradely from the patient by trapping with a balloon that was delivered antegradely to release the stuck devices from the lesion. The antegrade guide wire incidentally crossed the lesion and poba was performed to successfully reestablish blood flow. The physician commented that breakage of the gladius mg 14 pv guide wire was attributed to pulling on the guide wire that was trapped by the balloon. There were no adverse patient effects associated with this event. The patient was fine without problem after the procedure.